Event description:
The patient was admitted for a procedure in 2009 with a lesion in the left common iliac artery. The lesion was heavily calcified and moderately tortuous. A smart control nitrol stent could not cross the lesion and was removed from the patient. The stent struts were already exposed, approximately 1 mm, after the stent delivery system was removed. Once the target lesion was dilated with balloon, another smart control stent was used successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.